Event description:
It was reported that the patient had a lot of pain in his left leg, which started 2 or more months ago. The patient also stated that if he changed position or sits upright, he felt a strong sensation around his stomach area when the stimulation was on. The stimulation was also not as strong in his left leg, which started 3-4 months prior. The patient saw his physician the day of the report and was unaware that the programs and settings could be changed. The patient requested a company representatives assistance with reprogramming. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger, product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).